Event description:
It was reported that patient presented to the hospital with a hematoma. Intermittent capture was observed during hematoma evacuation. The lead was disconnected from the ICD and tested via analyzer. All measurements were normal. When reconnected to the ICD, loss of capture was noted. Connection issue suspected. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.